Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9262998 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. See h.10.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system needle was difficult to disengage during use. The following information was provided by the initial reporter, translated from chinese to english: "in the hospital, the patient was treated with fluid replacement support. Due to old age and weakness, indwelling needle should be placed. When the nurse operated the intravenous indwelling needle, she found that the connection of the indwelling needle was not easy to be pulled out, which was too tight and not easy to be operated, resulting in too deep vein puncture. The nurse reported in time, and the patient's family understood, and then the operation was performed again. Cause discomfort to the patient."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system needle was difficult to disengage during use. The following information was provided by the initial reporter, translated from chinese to english: "in the hospital, the patient was treated with fluid replacement support. Due to old age and weakness, indwelling needle should be placed. When the nurse operated the intravenous indwelling needle, she found that the connection of the indwelling needle was not easy to be pulled out, which was too tight and not easy to be operated, resulting in too deep vein puncture. The nurse reported in time, and the patient's family understood, and then the operation was performed again. Cause discomfort to the patient."